Manufacturer narrative:
The territory manager reported an unsuccessful sensor removal attempt on (B)(6) 2025 at the left upper arm, during which an incision was made; at the time of the call, the user was doing fine. The sensor was palpable prior to the incision, a magnet was used for localization, and neither the transmitter nor ultrasound was used. The sensor was subsequently and successfully removed on (B)(6) 2026, and per dms, the user is currently using the system with a new sensor and receiving up-to-date information.

Event description:
Senseonics was made aware of an incident where territory manager reported an unsuccessful sensor removal attempt on (B)(6) 2025 at the left upper arm, during which an incision was made; at the time of the call, the user was doing fine. The sensor was palpable prior to the incision, a magnet was used for localization, and neither the transmitter nor ultrasound was used. The sensor was subsequently and successfully removed on (B)(6) 2026, and per dms, the user is currently using the system with a new sensor and receiving up-to-date information.